Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found multiple downstream occlusion alarms. Visual and functional tests were performed, and fluid contamination was found at the downstream occlusion (dso) sensor area. The cause of the problem was contamination. The latch flex sensor was damaged during service. The dso sensor and latch flex sensor were replaced to fix the issue.

Event description:
It was reported that the device had a downstream occlusion error. There was unknown patient involvement.